Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: during the case, cutting could not be done because the device would not grasp tissue. Another device was used to complete the case.